Manufacturer narrative:
The patient's meter and strips were returned for investigation. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr. Retention strip used qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with his coaguchek xs meter serial number (B)(4). He stated that his meter has been testing high compared to his nurse's coaguchek xs meter (serial number unknown) a sample from the patient was tested on his meter, resulting with a value of 3.9 inr. The patient tested a sample on his nurse's meter and the result was 2.9 inr. A sample from the patient was also tested with an unknown laboratory method, resulting as 2.7 inr. All testing took place within 7 hours. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2-3 inr. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take direct thrombin inhibitors or heparin. The patient has not been ill and is not taking any new medications. The patient has not had any symptoms of bleeding or bruising. The patient's coumadin dose has not changed. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.